Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with l4-l5 spondylosis, l5-s1 isthmic spondylolisthesis and underwent the following procedures: left l4-l5 minimally invasive transforaminal lumbar interbody fusion, bilateral l5-s1 minimally invasive transforaminal lumbar interbody fusion and computer navigation. As per op-notes,¿ the interbody space was carefully dilated open and then sized using the smooth trials and the appropriate interbody spacer, caliber, was chosen. The interbody space and interbody spacer were bone grafted with a combination of local bone graft, calcium phosphate synthetic bone graft, and bmp. During insertion of the interbody spacer, the traversing and exiting nerve roots were protected and monitored with neurophysiologic monitoring.¿ the patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, the patient underwent fusion surgery in which rhbmp-2/acs was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.